Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-06-29 reporting that patient¿s weight at the time of the event was (B)(6) lbs. The cause was reported to be that it was shut off somehow. The patient did not know how because they were told to just put it on the table and have it there. To the patient¿s knowledge the device was not manually turned off. The patient did not think it was working anyway which was clarified to mean that the incontinence continued. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy, and then all of a sudden, the patient was back to where they were before and was wondering why they were going so fast again; every half hour. They got their patient programmer (pp) out on (B)(6) 2017, and looked at it, but couldn't turn their pp on. Patient said they lost stimulation and can't get it back. The patient saw the low pp battery screen, but was able to bypass it. Then they saw the manufacturing company splash screen. The patient replaced the batteries and was able to get to the therapy screen. It was confirmed that the ins was off, was able to turn it back on, and confirmed that they were able to feel stimulation; patient is on 5.3v. Therapy needed to be on for it to be effective so it was turned on. Patient will monitor their symptoms and follow up with their healthcare provider (hcp) if the issue isn't resolved. No further patient complications have been reported as a result of this event.